Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported having a fluctuation of sound when using the audio processor and then beginning on (B)(6) 2021 all sound was lost. A second audio processor was sent to the clinic for additional trouble shooting/ confirmation. The user will see the surgeon to discuss re-implantation.

Event description:
The user reported having a fluctuation of sound when using the audio processor and then beginning on 25-dec-2021 all sound was lost. A second audio processor was sent to the clinic for additional trouble shooting/ confirmation. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In addition three channels were found extra-cochlea at explantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.